Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to a malfunction of the video connector locking function. Aging deterioration may have caused the defect because 8 years have passed since the device was manufactured. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
Olympus inspected the device at the service department of olympus europa se & co. Kg (oekg) and found followings; the reported event was not reproduced. A problem with the front connector has been identified. The connector sometimes failed to fix the olympus cord (B)(4). The exact cause of the reported event has not yet been identified by (B)(4) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that the device didn't work during preparation for use. The device was used in combination with the olympus evis exera ii. Reportedly, it was displayed on the screen that scope detection did not work. There was no report of patient injury associated with this event.